Event description:
During an insertion of an endoscopic gastrostomy tube the guide wire used from the flexiflo gastrostomy kit became kinked, when the guidewire was passed through the needle and pulled out of the mouth. To facillitate passage of the gastrostomy tube over the kinked guidewire, the kinked portion was cut off. The gastrostomy tube was the fed over the guidewire and when the guidewire was pulled, it became apparent something was wrong and the tube was removed. During the removal of the guidewire, it began to unravel and became lodged in the abdominal wall. Due to this, the wire had to be removed under general anesthesiadevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: modification of device - by user, incorrect technique/procedure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.